Event description:
Patient admitted on (B)(6) 2018 due to an elevated ldh of 852 with concern for a lvad pump thrombus. A heparin drip was initiated upon admission. A right heart catheterization was performed on (B)(6) 2018 which showed low filling pressures and a preserved ci. Cardiac morphology CT was performed on (B)(6) 2018 which did not show any evidence of a thrombus. Ramp echo done on (B)(6) 2018 which revealed an aov that did not close until vad speed was 10400 rpm (set speed 8800 rpm) along with no significant decompression of the lv. Ldh remained in the 700-800 range despite anticoagulation with the heparin drip therefore the decision was made to exchange the heartmate ii pump. The patient was taken to the operating room on (B)(6) 2018 for the pump exchange. Surgery went well. The patient is currently recovering on the telemetry unit.